Manufacturer narrative:
This complaint was received from a clinical study involving a retrospective analysis of neuroblate procedures. This complaint was recently identified during the analysis of the clinical data. The timeliness of this submission is artifact of an old complaint handling process and are now being submitted.

Event description:
It was reported that following a tumor ablation procedure, the patient experienced headaches, right sided neglect, aphasia, and cognitive changes. The patient was prescribed dexamethasone, decadron, and levetiracetam. The event was considered ongoing. If additional information is received, a follow up report will be submitted.

Manufacturer narrative:
The patient adverse event is a known risk of brain surgery.